Event description:
During a procedure, a generator that was connected with the subject device indicated an error, and the subject device stopped working. There was no patient injury reported.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Olympus received photos of the subject device and evaluated. The evaluation confirmed that the ptfe pad of the subject device was partially severely worn. The manufacturing records for serial number of the subject device indicated no abnormalities related to the reported phenomenon. From the above inspection result, the generator indicated an error since the exposed metal part of the grasping section contacted the probe, and the subject device stopped working. The ptfe pad was partially severely worn since the user continued activating output for an extended time after the tissue already cut. See scanned page.